Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device on site. The fsr found that the pneumatics, driver displacement indicator board, and driver controller needed adjustment. There were no issues found with the patient circuit. The fsr adjusted the unit to factory specifications and performed the patient circuit calibration and performance check.

Event description:
The customer reported that the unit was in use on a patient and the mean airway pressure (map) dropped from 24 cmh2o to 12 cmh2o. The unit was swapped out and there was no patient harm associated with the reported issue.